Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r41842, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the clip slowly feed into the jaws of the device? Did the clips feed sideways into the jaws of the device? Did the clip not feed at all and the jaws of the device cut the tissue? The clip was not charged at all. The device worked without clip and cut the vessel. Secondly, one clip was well charged and was well placed. This issue occurred at least 3 times with the same device. How was the vessels repaired? The cut vessel was ligatured by another clip.

Event description:
Intermittently, the clips were not positioned properly at the end of the device (the tip of the clips exceeds in abnormal way) and cut the tissues (the vessels specially). No hemorrhagic consequence so no patient consequence. Procedure is unknown.

Manufacturer narrative:
(B)(4). Batch # r95105. Device analysis: the analysis results found that the mcs20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 5 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number r95105, and no non-conformances were identified.